Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a cardiac tamponade occurred. The procedure was cancelled. During a pulse field ablation procedure, a versacross rf wire was selected for use. During transseptal, it was noted that the position of the transseptal was not optimal during the first attempt, there seemed to be resistance when inserting the wire, so the puncture was performed again. A cardiac tamponade developed, necessitation pericardial drainage. The patient condition stabilized and the procedure as discontinued. The physician mentioned that the septal puncture site may have been too close to the back. The versacross was used with a non-boston scientific dilator/sheath. Resistance was felt during advancement at the septum during the transseptal. The exact perforation site could not be identified because the chest was not surgically opened. It was reported that there were no visual and functional issue with the devices. The device is expected to be returned for analysis.

Event description:
It was reported that a cardiac tamponade occurred. The procedure was cancelled. During a pulse field ablation procedure, a versacross rf wire was selected for use. During transseptal, it was noted that the position of the transseptal was not optimal during the first attempt, there seemed to be resistance when inserting the wire, so the puncture was performed again. A cardiac tamponade developed, necessitation pericardial drainage. The patient condition stabilized and the procedure as discontinued. The physician mentioned that the septal puncture site may have been too close to the back. The versacross was used with a non-boston scientific dilator/sheath. Resistance was felt during advancement at the septum during the transseptal. The exact perforation site could not be identified because the chest was not surgically opened. It was reported that there were no visual and functional issue with the devices. The device is expected to be returned for analysis. It was further reported that the act was provided. The patient was hospitalized beyond standard care of time and has been discharge.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields outcomes attrib to adv event (b2), describe event or problem (b5), in section b - adverse event or product problem, and impact codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only.